Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy. It was observed that the device disarmed itself and dumped the charge internally. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the therapy pcb assembly to repair the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c106. C106 was electrically shorted which resulted in transistor, designator q18 to burn open.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy. It was observed that the device disarmed itself and dumped the charge internally. There was no patient use associated with the reported event.